Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced discrepancy between sensor glucose and blood glucose and sensor updating alert. Customer's sensor value was 200 mg/dl while blood glucose value was 900 mg/dl at the time of the incident. The customer reported hyperglycemia treated with hospitalization: overnight stay. Customer reported the following led up to the event: patient said they got hospitalized back in (B)(6) 2024, bg is 1014 mg/dl. The event involved product(s) mmt-1884l, mmt-332a, mmt-7040a, mmt-397a, mmt-7841zn. Customer reported high bgs. Customer reports receiving a sensor updating /sg value not available alert. Advised to replace sensor as behavior has been occurring longer than 3 hours. Customer reported a loss of communication between the transmitter and the pump. Confirmed xmtr serial number is programmed in manage devices screen. Customer reports issue was resolved or the sensor was removed. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-397a. No product return is required for mmt-7841zn.